Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported experiencing low laser power from the slit lamp. Additional information has been requested.

Manufacturer narrative:
The system was examined and the reported event was replicated. The fiber was replaced to resolve the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The root cause of the low laser power can be attributed to a nonconforming fiber, however, how or when the fiber became nonconforming could not be determined conclusively. The manufacturer internal reference number is: (B)(4).